Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (programmed amount and delivery rate unknown). The device had delivered a cyclic administration of total parenteral nutrition (tpn) when a clinician observed a residual of 400 ¿ 600 mls in the IV bag after the pump¿s programmed time period (18 hours) was complete. The pharmacy team informed the clinician the IV bag is checked and weighed, resulting in a possible 3% overfill or approximately 60 mls. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.